Manufacturer narrative:
(B)(4). Damaged release button. K5dt88 the analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60w partially fired 1/16 was loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Furthermore, the device was found to have the clamping mechanism damaged. Due to the wear and damage to the clamp release, it appears that the device was forced open with the knife not at the home position. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The sales rep reports that during a cystectomy procedure, the device was loaded with a white cartridge; it started to fire then stopped. It did not complete the firing sequence. The manual release was used to open the device. An ec60a device was then used and on the second firing with a white cartridge it did not fire at all. Finally an ats45 was used to complete the procedure. No unusual noise heard, no buttressing material used, the devices were not fired across an existing clip or staple. There were no issues with opening the devices. There was no patient impact.